Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Patient weight is unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date is unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.